Event description:
It was reported that the fixture mount was stuck to the implant at the time of placement. Procedure was completed using another device. Tooth #31.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient age not provided. Patient weight not provided. Event date not provided.

Manufacturer narrative:
One (1) imp,tsv,mcol mg,4.1mm,8mm (tsvm4b8) was returned for investigation. Visual evaluation of the as returned product identified signs of use. The mount was received already disengaged from the implant. Product matched prints where measured. Functional testing to recreate the reported event; verified no malfunction was noticed that would contribute to the event. A pre-existing condition noted on the per was low bone density (type iii). The reported device was located on tooth # 31 (universal) and was used, placed and removed. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1251443). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1251443) for similar events and no other complaint was identified. Post market trending was reviewed and there were no actionable events or corrective actions for the reported event. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did not occur, and the reported event was unconfirmed.

Event description:
No further event information available at the time of this report.